Manufacturer narrative:
D4: serial# = na.

Event description:
It was reported that during an unk case, the device wasn't activating and was getting an error 5 instrument error. The instrument would only activate with the footswitch, but not the buttons. The case was completed using the footswitch. There was no pt consequence.